Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure and not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer found that both the drawer controller and the pyxibus module had failed and replaced them to resolve the issue. The storage space was reconfigured, and the customer completed a full inventory of the drawer. The system functioned as intended after the field service engineer repaired the device.